Event description:
It was reported that during a sigmoid colectomy, the product had the blue cartridge removed before firing and a green placed in. The first cartridge fired and then was reloaded with another green cartridge. Only the staples at the distal end of the cartridge fired; the proximal ones remained unformed. The surgeon sutured where the staple line would have been, which extended the or time 20 mins. The pt initially seemed ok, but then developed an ileas and was given IV fluids and an ng tube.